Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to b6, d4, h4 and h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: in this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. No other details have been provided. The subject device was not returned evaluation as it unknown when/where the device was explanted. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve was explanted after an implant duration of approximately two (2) years due to unknown reason. The explanted valve was replaced with a non-ew valve. No other details were provided.